Event description:
It was reported to technical services on (B)(6) 11 that this rv lead impedance is out of whack. It was 489 ohms at implant on (B)(6) 2004 and now is 1926 ohms. Could be either, proximity to device changeout suggests setscrew as possibility, but lead is from 2004 too so may be a lead issue. Change in threshold too, up to 3.5-4v, 0.5 prior. No noise, can't recreate. Discussed that with increase imp and threshold could be either type of issue. Consider x-ray to assess whether lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).